Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that, the insulin pump got exposed to moisture while customer was swimming in water pool and insulin pump stopped working. Customer reports there is fluid under the display screen. The blood glucose was unknown at the time of the incident. The customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self-test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners and stained address/serial number label.